Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after my hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("so much pain, I really hoped that this would go away after my hysterectomy four weeks ago"), poor quality sleep ("have not had full night sleep") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the procedural pain, poor quality sleep and arthralgia outcome was unknown. The reporter considered arthralgia, medical device removal, poor quality sleep and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, poor quality sleep, joint pain . Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after my hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("so much pain, I really hoped that this would go away after my hysterectomy four weeks ago"), poor quality sleep ("have not had full night sleep") and arthralgia ("joint pain"). Essure was removed. At the time of the report, the procedural pain, poor quality sleep and arthralgia outcome was unknown. The reporter considered arthralgia, medical device removal, poor quality sleep and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, poor quality sleep, joint pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.